Event description:
The customer contact reported that there was an operator error in programming the device, which resulted in the pt receiving more medication than intended. In 2005 at 2300, the pump was programmed to deliver 580ml of tpn at an unspecified rate. At 0300, the pump was reprogrammed to deliver the tpn at a rate of 120ml/hr instead of the intended rate of 20ml/hr. At 0700, a second nurse noted that there was only "30ml left in the bag." At this time, the physician was notified and the pt was treated with unspecified "potassium and phosphate supplements as well as an insulin and lasix drip." No specific doses, rates or programming parameters were provided. The customer contact stated that "the pt was hypokalemic, volume overloaded, in lactic acidosis and metabolic alkalosis." It was unspecified if a replacement device was used to resume therapy. The customer contact stated that "the pt was stable within 12 hrs" and there were no reported adverse pt sequelae.